Event description:
False positive result(s). Possible false-positive with 3 kits from same lot number. User stated that they received 3 positive results with 3 different ff kits from the same lot. User then took a pcr test next day and received negative result. User then tested with competitor kit and received negative result.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100063 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.